Event description:
Consumer contacted dexcom to report intermittent audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output. The root cause was determined to be a defective speaker sub-assembly.